Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Tested with a test p-cap and the test p cap locked in place properly. The insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched display window cover, peeling or fading end cap address label, cracked battery tube area, cracked reservoir tube lip, cracked battery tube threads and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.